Event description:
It was reported that a pt was in the endoscopy unit for removal of a balloon replacement tube. The initial tube was placed in 2009 and removed at about 3 months later. The rptr stated that she had some difficulty removing the water from the balloon and had to aspirate the water from the balloon down the side of the tube. She then attempted to remove the tube; however it would not budge. Per the rptr, the pt was given some IV sedation and the tube was pulled out with persuasion. The rptr stated that upon pulling the tube, a 3 cm piece snapped off at the end of the tube. An endoscopy was performed to retrieve the piece of tube.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically. Per follow-up, the pt was fine after the procedure, and is now at home without any problem. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.